Event description:
It was reported there was preventive maintenance and the record was marked with yes to patient harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).

Manufacturer narrative:
Additional information was provided by the philips field service engineer (fse), confirming the patient harm was reported in error. Analysis was performed the fse which included a power on self test. The results of the analysis indicate the device passed verification testing. Based on the results of the analysis, the product was confirmed to be operating per specifications. If additional information is received, the complaint file will be reopened for further investigation. Upon further review of this case, it was identified that the final report was submitted without adding final coding; therefore, a supplemental report was deemed necessary. This report has been created with reference to mfg report # 1218950-2025-000198. The follow corrections have been made based on current information available: box b: adverse event/product problem, describe event or problem box d: product brand name, device avail. For eval. Box g: report source box h: type of reported complaint, device evaluated by mfg, problem code, patient outcome, health impact, evaluation method, evaluation results, component code and conclusion code, additional narrative.

Event description:
Philips received a complaint on suresigns vsi - nbp/spo2 monitor indicating that there was preventive maintenance. It is unknown if the device was in use monitoring a patient at the time of the event; however, an adverse event involving a patient or user was reported.

Manufacturer narrative:
New information provided based on good faith efforts(gfe) it was determined that the complaint was created in an error. There is no allegation of product deficiency or other indication that a product performance issue or malfunction has occurred. The complaint was created in an error.